Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain indications. Pt said it felt like she was getting internal shocks with her stimulator. The pt mentioned the trial period went great for the spinal cord stimulator (scs), but when they were finally implanted with the scs, they noticed the scs did not work as well as the trial period. Pt said "everything changed." Then, the pt started noticing that the scs, when turned on, irritated the pt's crps if they used the scs all the time. Pt said it irritated their crps more than it helped manage the crps. Pt said they now just turned on their scs when they were having trouble with their pain. Pt said the scs was not helping much anymore and pt said they were looking into getting pain pump (pt declined being transferred to pump queue for more information). Pt said the pain is "just so incredible" and they were lying in bed and that was how they spent most of their time. Pt said they do not use their scs all the time. Pt mentioned about 3-4 weeks ago, they started noticing power surges from their scs. Pt said the power surges felt like they had touched an electric fence and the pulse went through their stomach and traveled up to their head. Pt said the pulse was especially apparent when they turned their head. When they turned their head, they would get shocks. Pt said the shocks were really intense, so they turned their scs off and had the scs off since that point in time. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.